Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient left a voicemail and indicated that it didn't matter if they tried 30 times they were shocked. First implant it was defective and second one didn't work right either. Patient reported they no longer used their ins since march. No further complications reported and/or anticipated at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that that prior to having the device the only pain the patient had was at her waist and below the waist, but she now has pain where the stitches for the device were placed. The patient reported that the ins only helped with pain after a manufacturer¿s representative (rep) programmed it the day before. The patient reported the rep changed the settings from b to a. The patient didn¿t know if the device was helping, and twice she had seen her healthcare provider (hcp) and was told everything was working fine with the therapy but when she would get home nothing would work, the patient was unsure if this was due to her lack of knowledge of how to use the therapy. The patient reported that when she lays down she does not have pain but does have pain when she gets up. During the call the patient reported a shock in her left leg, and stated this was not good because she was not supposed to feel anything. The patient reported the day before when she was driving back from her hcps office she had to keep moving her foot because the ins was shocking and zapping her foot. The patient stated that when she got home she laid down and was still getting shocking and zapping in her whole body, causing her to scream and cry. The patient turned stimulation down to 1 and was still getting zapped, the patient stated when she saw a rep the day before it had been fixed until she just felt a zap in her foot. The patient stated this had gone away so it may have been from her staying in a certain position and not from the device. There were no reported complications and no further complications were expected. Patient was implanted for non-malignant pain.